Event description:
The customer contact reported that the pt received more medication than intended. At an unspecified time, the device was programmed to deliver a 50% dextrose solution, at a rate of 999ml/hr, and a vtbi (volume to be infused) of 200ml, and the delivery was started. After an unspecified length of time, it was reported that the nurse noted that the pt had received 500ml, instead of the intended 200ml. A blood glucose level was drawn with results reported as 538mg/dl. After an unspecified length of time, the customer contact reported the pt's condition improved. No specific details were provided. Although requested, no info was provided, including any medical interventions provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).